Manufacturer narrative:
Insulin pump received with minor scratches on lcd display window noted. After installing the battery, the unit shows low power battery sign and no key function due to corroded battery tube compartment noted. Unable to confirm no delivery, keypad unresponsive or prime/fill anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that buttons had to press more than few times. The customer's blood glucose value was unknown. The insulin pump rejected new batteries and scratches on screen. The insulin pump was louder than before when priming and had no delivery alarms a few times. The customer declined troubleshooting. The insulin pump will not be returned for analysis.